Event description:
It was reported that during a stent placement procedure, the tip was allegedly broken off. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation; the system was found in used condition with deployed stent, and the distal end of the inner catheter was found broken which leads to confirmed result for the alleged inner catheter break after deployment. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pre dilation the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use state: '5f (1.67 mm) or larger introducer sheath (¿) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. In regards to insertion/ removal difficulty the instruction for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. The lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery. H10: d4 (expiry date: 08/2024), g3, h6 (device) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the tip was allegedly broken off. There was no reported patient injury.